Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited out of range impedances and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead implanted: 2013 (B)(6). (B)(4).